Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: the keypad was observed to be fully intact with no evidence of damage or peeling. The contrast, up, down and ok buttons were fully responsive to testing. Unrelated to the initial complaint, the display screen had a pinkish contrast. A leak test demonstrated an audio bolus button leak. The pump cover was removed and replaced with a new test screen and found to be fully functional. There was no evidence of internal moisture found in the pump. The keypad cover was removed and contamination was found under the ok and down key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were unresponsive after the pump was exposed to moisture. The pump gave "bolus did not deliver due to a button pressed" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.